Manufacturer narrative:
Correction: g3 - the date received was incorrectly reported on the initial submission of this MDR as 09/26/2025. The correct date is 09/23/2025.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported he was hospitalized due to peritonitis. During the hospitalization, the patient had a stroke and subsequently passed away. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. The culture results are not available and no antibiotic information is known. The patient had the pd catheter pulled (date unknown). The patient was transitioned to hemodialysis. On (B)(6) 2025 the patient had a stroke (type unknown). The stroke was unrelated to dialysis or any fresenius product(s). The patient did not have any history of prior stroke. The patient subsequently passed away on (B)(6) 2025. The cause of death was related to complications from the stroke. The stroke was not related to the peritonitis event. The cause of the peritonitis is unknown. No further information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between pd therapy and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The patient¿s reported stroke and subsequent death from complications of the stroke were not related to the peritonitis event or the use of any fresenius product(s) or dialysis therapy. People with eskd had more than 3-fold increased risk of stroke death compared with age- and sex-matched people in the general population, predominantly from hemorrhagic stroke.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported he was hospitalized due to peritonitis. During the hospitalization, the patient had a stroke and subsequently passed away. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. The culture results are not available and no antibiotic information is known. The patient had the pd catheter pulled (date unknown). The patient was transitioned to hemodialysis. On (B)(6) 2025 the patient had a stroke (type unknown). The stroke was unrelated to dialysis or any fresenius product(s). The patient did not have any history of prior stroke. The patient subsequently passed away on (B)(6) 2025. The cause of death was related to complications from the stroke. The stroke was not related to the peritonitis event. The cause of the peritonitis is unknown. No further information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported he was hospitalized due to peritonitis. During the hospitalization, the patient had a stroke and subsequently passed away. Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. The culture results are not available and no antibiotic information is known. The patient had the pd catheter pulled (date unknown). The patient was transitioned to hemodialysis. On (B)(6) 2025, the patient had a stroke (type unknown). The stroke was unrelated to dialysis or any fresenius product(s). The patient did not have any history of prior stroke. The patient subsequently passed away on (B)(6) 2025. The cause of death was related to complications from the stroke. The stroke was not related to the peritonitis event. The cause of the peritonitis is unknown. No further information was available.